Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device catalog: 368650. D.4. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was safety shield failure issue. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "broken safety shield, falls off when activated. Upon activation of the safety shield it breaks and drops off the needle holder."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was safety shield failure issue. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "broken safety shield, falls off when activated. Upon activation of the safety shield it breaks and drops off the needle holder."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was safety shield failure issue. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "broken safety shield, falls off when activated. Upon activation of the safety shield it breaks and drops off the needle holder."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.